Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified common iliac artery. The physician placed a non-bsc guide wire then advanced a 6.0x30mm /135cm sterling balloon for pre-dilation. During the first inflation at 5atm the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).